Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. Handpiece characterization was performed for the functional inspection. The handpiece was unable to proceed to t2 and the motor would not retract the snap lock at 40% torque. The test was repeated 3 times and eventually the handpiece passed with a t1 max torque of 20. The handpiece was autoclaved and allowed to cool and then re-tested using the handpiece characterization test. After the autoclave cycle the handpiece again failed characterization multiple times. The malfunction is likely due to mechanical component.

Event description:
It was reported that during the result of investigation stated that the device had been returned once previously for homing issues caused by a bent drill guide, which makes it a reportable event.